Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would "stop working, no alarm, no error codes". They stated that the pump "will work fine, then stop working, then work again". The initial reporter stated that they did not have any additional information regarding the patient or the complaint. (B)(4).